Event description:
The lumenis moses 200 d/f/l laser fiber was found to be defective. The laser wouldn't send any energy/power through the laser fiber, we could see it on screen and it not being at all effective. We changed to a new laser fiber in the same machine and it worked fine. Ref ac-10030100. Lot 03752311. Exp 2026-07-24.